Event description:
A question was received by the distributor from the surgeon in which a burn patient was treated with integra's skin product last month. The patient's condition has not been well for a while and a medical examination finally found out that the patient got the acquired factor v deficiency. The surgeon said there was a report that bovine thrombin preparation has caused it and he wondered as to whether integra's skin product made of bovine collagen might be involved in the cause of the disease. Questions on past- adverse events reported in use of the integra's skin and if the use of integra's skin product have ever caused acquired factor v deficiency were posed. Additional information has been requested.

Manufacturer narrative:
There is no bovine thrombin in the integra dermal regeneration template product. There has never been reported a case of acquired factor v deficiency with integra dermal regeneration template or any other collagen product that integra manufactures. The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.